Event description:
It was reported that shaft break occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 68x2.75 mm, eccentric and de novo target lesion containing a >45 and <90 degree lesion bend was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Following advancement of a non-bsc guide wire and a 6fr non-bsc guide catheter, predilation was performed with a 2.5x20mm non-bsc balloon catheter and a 2.75x30mm maverick 2 balloon catheter resulting to 95% residual stenosis. A 3.00x38mm promus element long drug-eluting stent was then selected to treat the target lesion. Upon advancing, significant resistance was encountered and it was found that the shaft of the stent was broken. The physician then pulled the device out. No segment of the device was noticed to have detached inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, supplemental medwatch will be filed. (B)(4).